Event description:
Reporter indicated the patient had vns lead and generator replacement surgery performed on (B)(6) 2012. An implant card was also received to the manufacturer on (B)(6) 2012, indicating the reason for the surgery was due to a lead discontinuity. Diagnostics with the new generator and lead were within normal limits. Attempts for return of the explanted lead and generator are in progress.

Event description:
The explanted vns generator and lead have been returned from the hospital and are pending analysis.

Event description:
Reporter indicated high lead impedance was obtained with vns diagnostics. The vns was not disabled at the patient's request. No patient adverse events were reported. Vns revision surgery is tentatively planned for (B)(6) 2012. X-rays were received and reviewed by the manufacturer. The negative lead pin appears to not be as fully inserted into the generator header as the positive pin, but the film angle prevents complete assessment. Due to poor film quality, it is unable to be assessed if the lead body is intact at the lead pins. The electrode site was able to be visualized. The electrodes appeared out of alignment, but this may be an anatomical variant. The electrodes are implanted in the correct orientation lower than what is usually seen; exact cervical location cannot be assessed due to film angle. Based on the x-ray review, the cause of the high lead impedance cannot be assessed but may be due to incomplete negative lead pin insertion or a lead fracture that is not visualized. No trauma or device manipulation occurred.

Event description:
Manufacturer follow-up with the hospital revealed the explanted vns generator and lead had been discarded.

Event description:
Product analysis was completed on the returned vns generator and lead. Analysis of the generator did not identify any anomalies, and the generator performed per specifications. The setscrew marks found on the lead connector pins provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, with no discontinuities identified. Based on the findings in the product analysis lab, there is no evidence to suggest a discontinuity in the returned portion of the device. However, since a portion of the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device.x-rays reviewed by the manufacturer, no gross lead discontinuities visualized.device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.